Event description:
Surgeon was using an arthro wand during an arthroscopy of the knee. Some small pieces broke off the tip of the wand. The pieces were suctioned out of the knee. All the pieces were retrieved and there was no injury to the patient. Device usage problem: device failed.